Event description:
On (B)(6) 2014, the following was reported to arjohuntleigh by the facility: on (B)(6) 2013, during the resident's transfer from the wheelchair to the bed using the sara 300 active lift, the resident had a spastic movement and subsequently fell backwards. The caregiver reported that the sling was loose which contributed to the fall. As a result of the fall, the resident sustained a minor bump of his head. The resident was assisted back to his bed by both the caregiver and a physical therapist using a passive lift, and was reportedly doing well.

Manufacturer narrative:
(B)(4). Additional information will be provided following the conclusion of the investigation. Imp ref # (B)(4).